Event description:
On (B)(6) 2011, the pt was being treated for a thoracic aortic aneurysm using a 22fr gore dry seal sheath for the delivery of a gore tag thoracic endoprosthesis. It was reported that the pt's right iliac artery was ruptured. The artery was repaired using two viabahn devices and a gore tube graft. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore dry seal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result.